Event description:
It was reported an automated peritoneal dialysis (pd) patient experienced abdominal pain during treatment. Treatment was interrupted and the patient was hospitalized. There was no report of medical intervention associated with this event. At the time of this report, the patient outcome and action taken with pd therapy was not reported. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information. H11: the device was not returned, and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.